Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return the ilet system, stating the pump did not deliver enough insulin, and internal review determined the user self-started without certified training and did not meet the minimum wear period. Symptoms included perceived hyperglycemia given the report of insufficient insulin and use of meal announcements as corrections. Outcomes included no injury, no hospitalization, and a denied return based on return guidelines. Investigation included internal review of usage history and training records, as well as field team consultation. Investigation of this case revealed user-initiated setup without certified training and likely suboptimal adaptation due to frequent meal-based corrections and early discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was user training not performed and use outside labeled instructions.